Event description:
Reporter alleged obtaining a discrepant blood glucose result of 198 mg/dl back to back with a result of 77 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that the strip may not have been dosed properly. Reporter stated that he self-treated with ginger snaps after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has that container of strips and so no product will be returned for evaluation.